Event description:
The customer reported that he activated a pod at 9:34 pm. His blood glucose result was 179 mg/dl, and he gave himself a 7.45u bolus. He said that at 1:30 am, the paramedics were called. Before they arrived, he said that his girlfriend gave him three sugar pills. The paramedics arrived and his pod was deactivated and removed at 1:47 am. He stated that they checked his blood glucose, and it was 27 mg/dl. He was treated for his hypoglycemia in bed and was given an intravenous drip to stabilize him. He was not taken to the hospital.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported paramedics visit and treatment for hypoglycemia. There are safety mechanisms in the design of the pod to prevent over-delivery of insulin that contributes to low blood glucose. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider." It advises, "when you routinely check your blood glucose level, you can identify and treat high or low blood glucose before it becomes a problem. Check your blood glucose (bg): at least 4 to 6 times a day: when you wake up, before every meal, and before going to bed; whenever you feel nauseated or sick; before driving a car; whenever your blood glucose has been running unusually high or low; if you suspect that your blood glucose is high or low; before, during, and after exercise; as directed by your healthcare provider" and "hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose (no matter how mild). If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your bg level to confirm."